Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation at the distal end and the internal wires are exposed. An electrical continuity was performed and passed. No thermal damage was observed and the root cause of this failure is attributed to a component failure. Additional observations not reported by site were also identified. The fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal end and the root cause of the frayed - distal grip cables is attributed to a component failure. The instrument was found to have abrasions on the bipolar yaw pulley and the missing material was observed. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.203¿ - 0.275'' in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (471205-17/k112109210123) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 6 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a wire showing/loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.